Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The test strips were requested for investigation. The reporter returned two test strips for investigation where they were tested using retention controls. Testing results (qc range: 2.4 - 3.0 inr): returned strips: qc 1: 2.6 inr, qc 2: 2.6 inr. Retention strip: qc 3: 2.6 inr. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4), compared to a siemens analyzer laboratory method using thromborel s. The result from the meter at 8:00 a.m. Was 6.5 inr. The result from the meter at 10:00 a.m. Was 6.6 inr. The result from the laboratory at 12:30 p.m. Was 3.2 inr. The patient's therapeutic range was 2.0 - 3.0 inr.